Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not return. Customer also stated that the battery cap was neither damaged nor corroded. Customer was using new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and isolated to electrical board. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Device received with pillowing keypad overlay.